Event description:
Boston scientific crm received information that the patient with this device experienced an episode that brought him to the hospital. The only issue with the device was that the battery was weak. A replacement procedure was scheduled. It was also noted that following the original implant procedure, a procedure was performed to put the leads back in. A boston scientific crm sales representative was contact, but was unable to provide information regarding this allegation. As a result, we are unable to refute a connection issue. Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.